Event description:
It was reported that the side pin was broken and there was no patient involvement. Evaluation of the returned device identified a detached downstream occlusion seal.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed and the reported issue was confirmed. This event is reportable based off of the dso seal findings. The dso seal was replaced to address this issue.